Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited system onsite and confirmed that the system was not booting up. Upon troubleshooting, the fse found dcps (direct current power supply) of m cabinet was failed. The supplier's part analysis conclusively determined that the dcps was failed due to defective power supply. To resolve the issue, the fse replaced dcps and performed functional tests, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome. The device problem code was corrected.

Event description:
It was reported to philips that the system could not start up. The device was outside clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.